Event description:
Healthcare professional additionally reported right side deflation and operative finding of calcified capsular contractures. Device explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and three curved opening. A microscopic analysis and leak test were performed which identified one opening crease sharp and more than three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease sharp in the side posterior assessed as fold flaw opening and more than three openings striated in the side anterior/posterior assessed as surgical damage.

Event description:
Healthcare professional additionally reported right side deflation and operative finding of calcified capsular contractures baker grade unknown. Device explanted.